Event description:
Reportable based on preliminary investigation result received on (B)(4) 2013. It was reported that catheter crossing difficulties occurred. Vascular access was obtained via femoral artery. The 90%stenosed target lesion, 20mm x 2.5mm, de novo, concentric coronary lesion with a >45 and <90 degree bend was located in the moderately calcified and mildly tortuous left circumflex (lcx) artery. A 16 x 3.50mm taxus liberté stent was advance to the target lesion. However, resistance was encountered during advancement and the device was unable to cross the lesion. The physician removed the device and completed the procedure with a different device. No patient complications were reported. Patient's status was stable. However, returned device preliminary result revealed shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 190 mm from the catheter strain relief. In addition, the hypotube was kinked just distal to the break point. The distal outer had minor kinks at 2 mm intervals just before the proximal balloon bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).